Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks. It was not able to determine if the inappropriate therapy was due to t wave oversensing or cross talk. Boston scientific technical services (ts) was consulted and discussed reprogramming options as well as considering a lead revision. No additional adverse patient effects were reported. At this time, this device system remains in service.